Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had trouble inserting her insulin pump. Customer thinks there is a problem with her serter. Customer has tried to insert multiple sets and her set is not going in all the way. Customer has been bleeding and uses her hips to insert because it hurts when she inserts in her stomach. Customer stated that her blood sugars were out of control right now. Customer thinks there is a problem with one of the buttons on the quick serter and is not releasing correctly. Customer was confused and removed the needle instead. Customer found that she never removed the tape with her previous sets and that is what is causing her problem. Customer's most recent blood glucose level was 286 mg/dl. Customer stated that her blood sugar issues have been from her medical issue and that she is in the hospital for now, but not for a diabetes related incident. Troubleshooting was declined. Customer was able to insert at the end of the call. No additional information provided.